Event description:
Information received by medtronic indicated that the insulin pump had blank display. Customer stated that the insulin pump was not working and screen was blank. Customer stated that they changed battery but issue not resolved. The battery cap was not not damaged or missing. The customer stated that they performed self test and it passed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.